Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast implant, catalog # 3502300, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. The deflation was confirmed by visible exam. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On 09/11/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. On 09/19/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, it was noticed a delamination at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor confirmed that MDR submission reference numbers (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4) the date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).